Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16341.

Event description:
58784320 unit will randomly power on.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
B5: philips received a complaint by the customer on the v60 indicating that the unit would randomly power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse discussed with the customer the replacement of the power switch overlay. The rse provided the customer with the parts ID for the power switch overlay. The customer ordered the part. The investigation is ongoing.